Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. A leak test was performed on the ventilator tubing set to iso standard 5367, annex "e", which stipulates a leakage rate not to exceed 70 ml/min. The leakage rate for this circuit is well below the requirement and measures 22 ml/min. It should be noted that while the leak test was well within the acceptable limit, during the application of soap which aids in finding leaks, some small bubbles were detected. However, some minute leakage is usually experienced without compromising the integrity of the circuit. Based on the investigation performed, the reported complaint could not be confirmed.

Event description:
Customer complaint alleges the device failed the pre-use leak test. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. Samples from the current production were reviewed and no issues were found. The device history record has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation to confirm the alleged defect and determine the source, it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be updated accordingly.

Event description:
Customer complaint alleges the device failed the pre-use leak test. There was no report of patient involvement.